Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. There was no report of serious or permanent harm or injury. There was no report of medical intervention. Additionally, the service technician also noted error code e093 (err_rtc_value) and had dust fail. The device was scrapped.